Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the system became unresponsive while infusing on a patient. No buttons would work on the system when it errored. There was patient involvement however no patient harm. Although requested, additional information was not provided.

Event description:
It was reported the system became unresponsive while infusing on a patient. No buttons would work on the system when it errored. There was patient involvement however no patient harm. Although requested, additional information was not provided.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pcu had system error was confirmed through a review of the suspect device logs; however, the issue could not be replicated during the investigation. Steps to reproduce: 1. Start pca infusion that includes pca dose. 2. Request doses until fault or syringe empty. 3. Rehome syringe and repeat the above steps. Functional testing was performed replicating keystrokes obtained from the pcu event log to program a pca only infusion. Testing was performed to attempt to produce and replicate the 800.8000 error experienced by the facility. Results from the replication test did not produce the reported error code 800.8000 observed in the event log. A review of the suspect pc unit s/n (B)(6) error log was performed, and twelve (12) error code 800.8000 (general os failure) on (B)(6) 2025 at 11:32 am. The recorded malfunction in the error log is related to an operative system failure. On (B)(6) 2025 from 5:44 am through 9:23 am six (6) pca dose requests were made and delivered successfully. At 11:32 am a pca dose was requested and the pcu alarmed system error (800.8000) when the infusion started. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris user manual v12.1.3 has information for the user regarding system errors. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or vtbi. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: suspect pcu s/n (B)(6) (wo: (B)(4)). The device was disassembled for this investigation. Please ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental finding issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. Root cause: the root cause for the report that the pcu had system error is being attributed to a software defect. A system error occurred upon pressing pca request button. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.